Manufacturer narrative:
Concomitant medical products: product ID: 3776-75, serial#: (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3776-75, serial#: (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial#: (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial#: (B)(4), implanted: (B)(6) 2013, product type: lead. Other relevant device(s) are: product ID: 3776-75, serial/lot #: (B)(4), ubd: 10-apr-2017, UDI#: (B)(4); product ID: 3776-75, serial/lot #: (B)(4), ubd: 10-apr-2017, UDI#: (B)(4); product ID: 3778-60, serial/lot #: (B)(4), ubd: 13-apr-2017, UDI#: (B)(4); product ID: 3778-60, serial/lot #: (B)(4), ubd: 12-apr-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and other chronic/intract pain (trunk/limbs). The patient reported that the non-rechargeable ins wasn't working properly anymore. The patient clarified that it was implanted to cover the pain in the neck and shoulder, but the patient had a return of this target pain in the form of shooting pain down her arm and shoulder. The patient originally described it as ¿shock waves¿ but later confirmed there was no shocking sensation. The patient confirmed that she was able to feel stimulation a little bit now. The patient reported that the ins was no longer covering the target pain. The issue had gradually worsening. The patient reported that no programming changes had been made but the patient had a couple falls. The patient went in for an x-ray after this and it was determined that the lead had moved a little bit. No further complications were reported.

Manufacturer narrative:
Product ID: 3776-75, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID: 3776-75, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that she didn't know for sure the circumstances that led to the lead moving and return of target pain. The patient reported that she did have some pretty bad falls and she didn't feel anything with the device on. The patient reported that they have worked with it to try to change target area. The patient reported that the issues weren't resolved; they were working on it now. The patient reported that she had another appointment on (B)(6) 2018. No further complications were reported.